Manufacturer narrative:
(B)(4). The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a slice on the electrode array. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained only at certain spacing. The loss of lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration between several electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action has been implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Event description:
The patient's is reportedly experiencing loss of sound. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery is scheduled.